Event description:
Additional information indicated that the ICD, together with the right ventricular (rv) lead, continued to exhibit high shock impedance measurements.

Manufacturer narrative:
.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) caused a red alert to be declared dur to high shock lead impedances. ( the right ventricular defibrillation lead model and serial number is unknown). No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.